Event description:
It was reported that the device and right ventricular (rv) lead had sensing difficulty and the patient had recent periods of dizziness and tiredness. The rv lead had a possible fracture and the polarity had switched to unipolar the previous month. It was also reported the lead had high impedance, was undersensing, oversensing and had no capture. The device was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.